Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was to be placed. During the procedure, the surgeon had a lot of difficulty removing the trocar cap of the device. He pulled the cap so hard that he ended up stabbing himself in the abdomen and blood spots could be seen through his surgical scrubs. No medical or surgical intervention was reported. There were no adverse patient consequences.